Event description:
Reported the ventilator switched to the backup battery and shut down after the battery depleted while in use on a pt. The customer reported there was no pt harm and the ventilator alarmed. The respironics service technican reported he found the ac power coor was not fully seated into the back of the ventilator, causing the unit to switch to the backup battery. The backup battery functioned unit it depleted causing the ventiltor shut down. The service technician reseated the power cord and the unit fuctioned properly. Extended self testing (est) was performed, and passed per operating specifications.